Event description:
Eri alert was received via remote monitoring on february 6th. During the follow-up on february 12th, eri could not be confirmed. However, on remote monitoring data, eri was detected and then resolved intermittently. The device will be replaced on march 26th.device is part of field safety notice in march 2021.